Event description:
A femoral nail by smith and nephew trigen nail was implanted less than 3 months ago was implanted to treat a femoral shaft fracture. During that time the proximal interlocking screw broke and surgical intervention was required. The nail was removed but pieces of the broken proximal interlocking screws was left behind. After removal of the nail, it was open reduced and fixated with a synthes retrograde nail and cables. FDA safety report ID # (B)(4).